Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 471mg/dl at the time of incident and the other blood glucose level was 427mg/dl. Customer stated that there blood glucose value was not going down after delivering corrective boluses. The customer did not feel okay with troubleshooting. The insulin pump will not be returned for analysis.